Event description:
It was reported the camera head image was not staying on screen and was shut down by itself. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air leakage on the rear cover of the main unit. Based on the results of the investigation, a probable root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue occurred during a therapeutic lobectomy procedure that was completed with a similar device.